Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke during insertion and got detached from the base. The customer's blood glucose reading was 111 mg/dl at the time of incident. Troubleshooting advised customer on proper insertion technique. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A visual inspection of 1 opened and used enlite sensor found the sensor cannula was bent, no broken or missing parts were observed; unable to confirm needle separated from the sensor. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.